Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this stent. The lesion being treated was a calcified, 90% stenotic lesion in ia minimally tortuous proximal to mid lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of an express2 stent. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail (2.75 / 30 mm) balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.